Manufacturer narrative:
The pump is in the process of being evaluated. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
Pump failed accuracy test underdelivery during repair service by baxter tech. The hosp rep stated they have no record of any pt incident.